Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar product (510k#) sold in the us.

Event description:
The customer reports a part of the swg (spring wire guide) was slightly bent.

Event description:
The customer reports a part of the swg (spring wire guide) was slightly bent.

Manufacturer narrative:
(B)(4). The customer returned an introducer catheter (from the catheter-over-needle assembly) and a guide wire assembly for evaluation. The components showed evidence of use in the form of dried blood. No other components were returned. No obvious visual defects were observed on the introducer catheter with the naked eye. The guide contained a slight bend/kink towards the proximal end of the body. The distal j-bend was slightly misshapen but intact. Both welds were present and were observed to be full and spherical. The slight bend in the guide wire is located 35 mm from the proximal tip. The length and outer diameter of the guide wire were measured and were found to be within specification. The introducer catheter length was also within specification. The returned guide wire was inserted into the catheter hub 4 times, rotating the catheter turn between insertions. Resistance was encountered during three insertions preventing the guide wire from passing through the catheter. After functional testing, the hub of the catheter was cross-sectioned and microscopically examined. The hub was found to be deformed at the transition point. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The customer complaint of resistance between the guide wire and the catheter from the catheter-over-needle assembly was confirmed during sample investigation. During functional testing it was found that the guide wire would not pass through the introducer catheter in certain orientations. The catheter was cross-sectioned and a molding issue was identified. The probable cause of this issue is manufacturing related. A CAPA was implemented as a corrective action for this issue in (B)(6) 2017. The catheter lot was manufactured in august 2017. Teleflex will continue to monitor and trend for reports of this nature.